Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: pins still stuck after multiple cleanings, no patient harm, no report of stopped infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky pins. During testing, no drag was noticed on the pins. The pump ran an infusion of 500 ml/hr for 15 minutes immediately followed by 14 ml/hr for an additional 15 minutes and the pump was able to complete this infusion without issue. An internal investigation was performed and the pins had no signs of contamination. No fault or failure could be identified.